Event description:
It was reported that the lead integrity alert (lia) was triggered due to high impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: performance data regarding the lead was returned to the manufacturer, analyzed, and tested out of specification. Data revealed that the lead had high, out of range impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered due to high impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.